Event description:
A report was received that the pt is experiencing muscle spasms and pain in her left buttock area around the ipg site. The physician gave the pt several injections, which helped with the pain.